Manufacturer narrative:
Device passed the displacement test, sleep current test and active current test. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Pump error 25 not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error alarm. The customer¿s blood glucose was unknown. The device will be returned for analysis.